Event description:
Sorin group (B)(4) received a report that, during the procedure, 2 to 3 minutes after the aortic cross clamping, the vent pump stopped and displayed an error message. The pump was moved to the suction position and used as the suction pump to complete the case. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during the procedure, 2 to 3 minutes after the aortic cross clamping, the vent pump stopped and displayed an error message. The pump was moved to the suction position and used as the suction pump to complete the case. There was no report of patient injury. The following day, a sorin group field service representative evaluated the pump and found no problems. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.